Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient became a-systolic and expired despite resuscitation efforts. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned device was unremarkable. Dimensional and functional testing did not identify any issues that may have contributed to the reported event. Pathology evaluation revealed material consistent with post-explant clotted blood with a presumed post-explant saprophytic fungal contamination. Additionally, regions of the impeller showed a more compact organization of ptah-positive material consistent with pre-explant or peri-explant thrombus. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Death and cardiac arrhythmias are a known potential clinical adverse events associated with vads as outlined in the instructions for use (IFU). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this (B)(6) female patient became asystolic with no pacemaker capture. The patient expired on (B)(6) 2014 despite resuscitation efforts. The event was not believed to be related to the device by the treating physician. The device was returned to the manufacturer for analysis.